Event description:
The customer's blood glucose was unknown. It was reported that the customer received a no delivery alarm while trying to prime the insulin pump. The customer also received a weak signal alert, a lost sensor alert and a threshold suspend alarm. The customer declined troubleshooting at the time of the call. The customer believed the issue was caused because he was sleeping on his belly. The customer stated that he had done a complete set change, and the insulin pump worked fine. Advised customer to call back at the time of the issue in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.